Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission revealed that the ventricular lead exhibited low impedance. No intervention was performed. The patient was doing fine and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.